Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The patient reported via phone call that her insulin pump alarmed motor error. The patient's blood glucose at the time of incident is unknown; however, his blood glucose has been in the 400 mg/dl range. The patient had been treating via manual insulin injection. Additionally, the customer experienced a blood glucose of 39 mg/dl at 11am that day. Troubleshooting was initiated for the motor error. The patient attempted to rewind but a radio frequency error alarm occurred. The insulin pump will be returned for analysis.